Manufacturer narrative:
Zimvie complaint number: (B)(4). H6: event problem codes ¿ patient code: 1690 abscess, 1994 pain, 1932 inflammation.

Event description:
It was reported a sinus perforation, bone loss and infection at tooth site #16. Patient referred pain, inflammation and an abscess. Implant was removed.